Manufacturer narrative:
Additional manufacturer narrative: report of aortic bioprosthetic valve stenosis after 22 months of implant in a (B)(6) male patient. It was reported that the patient is being evaluated, but intervention has not yet been performed or scheduled. Without return of the device (remains implanted), and/or additional information from the healthcare provider, the root cause and mechanism leading to the reported stenosis cannot be determined or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported if provided.

Event description:
It was reported by hospital that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe stenosis after an implant duration of approximately 22 months ago, and is now being evaluated for a transcatheter aortic valve implant within the stenotic subject valve (valve in valve). There is no information to suggest an intervention has yet taken place. No additional information was provided despite multiple follow ups with the healthcare provider.